Event description:
It was reported that two hand pieces for battery powered drivers had a motor that runs continuously and a motor that does not work. Both units were discovered pre-operatively. Surgeon was able to use back up units to complete the surgery with no delay or impact to the case or patient. The issues were discovered outside of the operating room. Therefore, there was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service history review was performed for the subject device, lot 005737. A service history of the past three years has been reviewed. A service history review cannot be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The manufacture date of this item is 10-apr-2014. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service evaluation was also performed for the subject device. The customer reported the motor was running continuously. The repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on 16-mar-2015. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.